Manufacturer narrative:
The pacemaker had been implanted for 88 months. After it was received, the pacemaker underwent a thorough electrical analysis. The clinical observation was confirmed, the implant could not be interrogated. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the clinical observation. All manufacturing steps had been carried out correctly. Next, the pacemaker was opened, and the components of the electronic module were inspected. The battery was completely discharged. After an implantation time of 88 months, the drawn charge was as expected. The electronic module was connected to an external voltage source. The antibradycardic output signal was normal and matched the programmed values. The current uptake of the electronic module under load was unremarkable. There were no indications of a malfunction of the electronic module. During the analysis, the components of the electronic module were examined with, among other things, an optical microscope; here a microscopic particle could be identified. It is suspected that this particle contributed to a slightly increased consumption of the remaining residual charge towards the end of the service lifetime due to the natural swelling of the battery by forming an external short-circuit to the housing of the pacemaker. In summary, the analysis of the pacemaker confirmed the clinical observation. The cause of the clinical observation was battery depletion, which can be expected after an operating time of 88 months. The electronic module functioned properly during the analysis. In conclusion, it cannot be ruled out that the particle identified during the microscopic examination has contributed to the discharge of the battery.

Event description:
Ous MDR - after an implantation time of about 85 months, it was reported that the battery was discharged. The pacemaker could no longer be interrogated. We do not have any further information. No deterioration of the patient's state of health was reported. The date of implant was not provided.